Event description:
Reperfusion catheter was damaged upon unpacking and was not used in patient.

Manufacturer narrative:
Results: the catheter is broken approximately (51.2 cm) from the distal tip. The break site shows evidence of a material tension failure as seen by the stretching and material deformation. There is also a kink approximately (70.0 cm) from the distal tip. A 0.032" mandrel was introduced into the hub of the catheter and advanced distally. The mandrel moved through the catheter with no difficulty until it reached the kinked and broken portion of the catheter. This catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint describes that the device was found damage after un-packaging. The break in the catheter is proximal of the mid joint bond approximately (12.2 cm). This location is at a material junction. The product is inspected prior to packaging and all damaged products are rejected. If the product is mis-handled during removal from the package the catheter may be damaged or broken. If the force on the catheter is greater than the tensile specification of the material, the catheter may break. The catheter break likely occurred due to excess tensile force placed on the catheter during removal from the packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.